Event description:
This case was reported by a consumer and described the occurrence of blood amylase increased in a (B)(6) male pt who received double salt dental adhesive cream (new poligrip sg) cream for denture wearer. A physician or other health care professional has not verified this report. Co-suspect product included new poligrip sa. Concurrent medications included blood pressure medication. On an unk date, one year ago, the pt started double salt dental adhesive cream (dental), unk dosing and new poligrip sa (B)(6)months ago. The pt used 5 mm of cream at three points on the denture. At an unk time after starting double salt dental adhesive cream and new poligrip sa, the pt experienced blood amylase increased (twice as high as the result last year). This case was assessed as medically serious by gsk. At the time of reporting, the outcome of the event was unk. The MFR's report number for this case is 9681138-2011-00201. New poligrip sa/sg is manufactured in (B)(4) and marked under the trade name super poligrip in the united states. The products were not available.

Manufacturer narrative:
Add'l lot# b1183. (B)(4).